Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezh0186 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
As reported by the facility via medwatch, "dr. Was placing temp hd catheter on patient. While attempting to remove the guidewire it was noted the guidewire had unraveled and became flimsy. Wire still connected to tip and removed completely. No harm to patient."